Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not locking. A field service engineer (fse) identified that the facial panel, solenoid spring and the retractor band of the half height legacy drawer was broken. Fse then replaced all the three parts, tested the device in hardware test application and confirmed that the issue was resolved. Fse also verified the lights and cleaned the debris from the cables. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not locked after closing it and it takes a few seconds for it to lock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.